Event description:
Reporter stated that user at account reported that when she pushed the auto ID button, the solution ID that was set for station 2 did not show up in the display. The solution was moved to station 3 and then all three source solutions were pumped as programmed. Since the situation on station 2 was not resolved, the user was advised not to use the unit which was swapped out. The bag that was compounded was for training purposes only, so there was no pt involvement.